Manufacturer narrative:
The report received from the affiliate states that when the palmaz stent (8x30mm) was removed from the packaging, the physician observed that the stent was dislodged completely from the balloon. The physician tried to mount the stent onto the stent delivery system (sds), but the dislodged stent was noted to be slightly expanded. Therefore, the physician did not use the device. There was no damage noticed to the packaging prior to opening. There was no mishandling of the product. The lesion was successfully treated with another device. The product was not clinically used in the patient. One non stile catheter palmaz stent 8.0mm x 3.0cm 80.0cm was received coiled inside a plastic bag. The balloon was partially inflated. The stent was found mounted in the balloon. One kink was observed in the stent at 2.5 cm from distal tip end. The stent was not moved of original position. No other anomalies were observed in the returned device. Stent marks were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged-prior to use failure was not confirmed; since the stent was received mounted in the balloon and stent marks were observed in the balloon, however exact cause of secondary failure kink in the stent could not be determined; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken the returned device had been partially inflated and this may account for the dislodged stent. Inflation of the balloon can only occur with the use of an inflation device so it is not possible for this to have occurred during shipping and handling. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The report received from the affiliate states that when the palmaz stent (8x30mm) was removed from the packaging, the physician confirmed that the stent was dislodged completely from the balloon. The physician tried to mount the stent onto the stent delivery system (sds), but the dislodged stent was confirmed to be slightly expanded. Therefore, the physician did not use the palmaz. There was no damage noticed to the packaging prior to opening. The dislodged stent was confirmed during removal from the package, prior to prep. There was no mishandling of the product. The target lesion location is unknown. The lesion was successfully treated with another device (not specified). The product was not clinically used in the patient, and the stent and sds will be returned for analysis.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.